Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (3mg/ml at 0.499mg/day) and bupivacaine (18mg/ml at 2.995mg/day) via intrathecal drug delivery pump. The indication for use was asked and not provided. It was reported that a pocket fill occurred despite all technique adequate. No environmental, external, or patient factors were reported to have caused this issue. Diagnostics/troubleshooting performed was pump manipulated on the back table. The pump was replaced on (B)(6) 2019. The issue was resolved and the patient was "alive - no injury." No symptoms were reported. The event date was unknown. There were no further complications reported at this time.